Event description:
Patient underwent a lateral entry femoral recon nail-ex procedure on an unknown date for a midshaft femur fracture. During reduction and reaming with the intramedullary flexible reamer, the 10mm reamer head disconnected from the reamer shaft inside the patients femur, in the distal end of the proximal fragment. Surgeon was unsuccessful at retrieving the reamer with clamps. The surgeon continued reaming, attempting to either back the reamer head out or push it down, and the reamer head got pushed into the distal part of the distal fragment. The surgeon inserted the nail and locked the nail with 2 screws proximally, and 1 screw distally. The reamer head was blocking the pathway for one of the other 2 screw options in the distal part of the nail. The surgery was delayed about 25 minutes because of this event. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.